Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) could not be reviewed as olympus could not determine the product from the obtained serial number. Based on the results of the investigation, the presumed cause of the scope blown off since the pressure cap was not attached and the root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): visera cysto-nephro videoscope. Olympus cyf type v2. Olympus cyf type va2. Olympus cyf type v2r. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cysto-nephro videoscope was blown due to pressure cap not being attached. The issue occurred during reprocessing. There were no reports of patient involvement.